Manufacturer narrative:
Additional information received by the hospital source documents indicated that CPR was initiated after the cardiac arrest. Per report, the initial documented rhythm had been ventricular fibrillation and pulseless electrical activity (pea). The patient was noted to be on three vasopressors at the time of the arrest and in critical condition. The acls protocol was started with CPR and the patient was shocked three times during the code; however, the patient continued to deteriorate. The family decided to not proceed further with any resuscitation efforts. He was pronounced dead at the time. Per the instructions for use, cardiac arrest is a potential risk associated with aortic valve replacement and bioprosthetic heart valves. The immediate cause of sudden cardiac arrest is usually an abnormal heart rhythm (arrhythmia). Some other heart conditions that can lead to sudden cardiac arrest include cad, mi, cardiomyopathy, valvular heart disease, and congenital heart disease. Factors that increase a patient¿s risk of cardiac arrest include smoking, advanced age, gender, htn, low blood pressure, obesity, diabetes, a sedentary lifestyle, a history of arrhythmia, and nutritional imbalances. In this case, the cause of the cardiac arrest cannot be confirmed; however, it is possible that the patient¿s high risk profile and significant underlying co-morbidities may have contributed to the event. In addition, there is no evidence or suggestion of a device malfunction. Since there is no allegation of device malfunction, or labeling issues, and the device was not returned for physical evaluation, no further investigational activities will be performed. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. A complaint history for this type of event is reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventive actions are required at this time.

Event description:
As reported by the edwards field clinical specialist, 36 hours post transapical tavr procedure the patient had a cardiac arrest and expired. Per report, no complications were noted during the procedure.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Investigation is ongoing.

Manufacturer narrative:
Additional information received by the hospital source documents indicated that CPR was initiated after the cardiac arrest. Per report, the initial documented rhythm had been ventricular fibrillation and pulseless electrical activity (pea). The patient was noted to be on three vasopressors at the time of the arrest and in critical condition. The acls protocol was started with CPR and the patient was shocked three times during the code; however, the patient continued to deteriorate. The family decided to not proceed further with any resuscitation efforts. He was pronounced dead at the time. Per the instructions for use (IFU), arrhythmias are known potential adverse events associated with balloon valvuloplasty, the use of local and/or general anesthesia, aortic valve replacement and the overall tavr procedure. Pulseless electrical activity (pea) occurs when a major cardiovascular, respiratory, or metabolic event results in the inability of cardiac muscle to generate sufficient force in response to electrical depolarization. Pea is always caused by a profound cardiovascular insult. Examples include severe prolonged hypoxia or acidosis, extreme hypovolemia, flow-restricting pulmonary embolus, cardiac tamponade, thrombosis (coronary or pulmonary). Pea events may be related to the edwards device if it is associated to cardiac tamponade, annular rupture, or other edwards device related bleed. In this case, the cause of the pea cannot be confirmed; however, it is possible that the patient¿s high risk profile and significant underlying co-morbidities may have contributed to the event. In addition, there is no evidence or suggestion of a device malfunction. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.